Manufacturer narrative:
Voluntary medwatch report received: mw5164921.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead was capped due to product performance issue. The patient had no adverse consequences.